Event description:
It was reported that the implantable pulse generator (ipg) was attempted to be implanted, however, the wrench tool could not be inserted smoothly to complete the implant. The device was removed and a new device was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon further review it was noted that the implantable pulse generator (ipg) could not be reconnected after a lead revision. The torque wrench could not be inserted smoothly, and it was suspected that the grommet was damaged, and its fragment blocked the set screw.